Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify button keypad anomaly due to critical pump error alarm. No moisture/damage keypad button during visual inspection. The device was received with cracked case , cracked battery tube threads. Device p-cap / test reservoir lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that keypad was unresponsive. The customer stated that insulin pump was exposed to moisture and battery compartment was cracked from top to bottom. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.